Event description:
It was reported that a shaft break occurred and was removed by snaring. The target lesion was located in the coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the device was broken on the shaft before the balloon. The device was removed from the guide catheter in multiple pieces using a snare and the procedure was completed. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
B3 date of event: date of event was approximated to 06/01/2025 as no event date was reported. Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 84cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were noted with the blades. Pads were intact. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that a shaft break occurred and was removed by snaring. The target lesion was located in the coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the device was broken on the shaft before the balloon. The device was removed from the guide catheter in multiple pieces using a snare and the procedure was completed. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2025 as no event date was reported.